Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The lot number was unknown. Therefore, the expiration date and device manufacture date were unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
This is report 2 of 2 for (B)(4). It was reported that by the sales rep that during a spinal fusion procedure on (B)(6) 2022, while tapping for a pedical screw, it was observed that the 6mm tap snapped by 1 cm from the tip while removing it from the bone. According to the report, while tapping another pedical with a 5mm tap, it was observed that the tap snapped 1 cm from the tip while removing it. All the fragments were removed. There was a surgical delay of two hours. There were no adverse patient consequences reported. No additional information was provided. This report is for one mod cannulated 6mm tap device. This complaint involves two (2) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. E3: reporter is a synthes employee. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.